Manufacturer narrative:
The user facility is outside of the united states current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation, during which the femoral head was removed and replaced. It was further reported that another revision procedure was performed on (B)(6) 2015 due to periprosthetic fracture after the patient fell. During the procedure, the femoral stem and head were removed and replaced. Subsequently, a final revision procedure was performed on (B)(6) 2015 due to dislocation, during which the femoral head and acetabular liner were removed and replaced.